Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: patient code 3191 used in initial mw to capture additional medical/surgical intervention required. H3, h4, h6: a device history record (DHR) review was conducted: part: 02.124.415s, lot: 2l32062, manufacturing site: mezzovico, release to warehouse date: 23. Nov. 2018, expiry date: 01. Nov. 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. The complaint part was forwarded to the manufacturing facility for investigation. Here their statement. Returned item has been received not in original packaging. Information etched match to complaint system and DHR. The returned plate is bent and broken post production at level of the holes va-4 and va-5. No evidence of visual nonconformance manufacturing related. The returned part was reinspected for all the features relevant to the complaint condition. The measurable features (thickness, width and holes features) have been found conforming to manufacturing specifications. As per selected investigation flow, the investigations performed didn¿t identify any manufacturing defect or deficiency, thus the complaint investigation is considered as not manufacturing related. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2019; exact date of postoperative plate breakage is unknown. Additional device codes: jdp, hwc. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in xxx as follows: it was reported that on (B)(6) 2019, a patient had a revision surgery due to broken variable angle (va) locking compression plate (lcp) condylar plate. Originally, the patient had an implantation due to periprosthetic fracture in distal femur above knee prosthesis with distal femur (df) lcp plate on (B)(6) 2019. The patient is medicated with methotrexate due to ra and the patient's weight is normal. However, 2 weeks after the operation, the patient suffered an increase of pain and increased varus misalignment in distal femur. So, an x-ray was taken on (B)(6) 2019 which showed a breakage of the plate and a varus misalignment of 15 degree. Thus, a removal was performed successfully and the plate was noted to have an atypical partial breakage. Surgical procedure and patient outcome are unknown. Clinical suspicion of material defect was due to early plate breakage and abnormal appearance. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity unknown). This report is for one (1) 4.5mm va-lcp curved condylar plate. This is report 1 of 1 for complaint (B)(4).